Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation and the cause of the event could not be determined since the pipeline was found fully opened. (B)(4).

Event description:
Treatment of a paraophthalmic aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013, involving three pipelines in tortuous anatomy. The first pipeline did not open proximally despite manipulation with the marksman catheter and was removed from the patient. The second pipeline was deployed; however, the capture coil got caught onto the distal part of the pipeline when the physician tried to pull it back through the marksman and it dragged the pipeline back leaving the distal part of the pipeline just distal of the aneurysm neck. A third pipeline was deployed to anchor the second pipeline. The third pipeline was deployed with the proximal end just distal to the proximal end of the second pipeline; however, the proximal end would not open and access was lost. Access was regained by using the contra lateral ica (internal carotid artery) to come over the a-comm (anterior communicating) artery and back down the left ica. At this point a hyperform balloon was used to dilate the proximal end of the third pipeline and achieve full wall apposition. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00542

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).